Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc was leaking at the hub an hour after placement. The uvc was pulled and replaced with a new one.

Event description:
Caller reported blood glucose results of 376 mg/dl, 165 mg/dl, 123 mg/dl, 117 mg/dl, 125 mg/dl, 132 mg/dl, 178 mg/dl, and 132 mg/dl mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.